Event description:
The sheath was being utilized during placement of another manufacturer's endostent. During advancement of the loader into the sheath, the valve dislodged and went into the sheath body. Back flow of blood was noted and it was noted the valve had moved forward. The device was removed and the valve was noted to be inside the sheath body. The patient has sustained no adverse effect from this event.